Manufacturer narrative:
Result - fowler control button sticking on control membrane.

Event description:
It was reported by service report that the fowler and gatch would move into the up position without pressing any buttons. There was pt involvement, however, no adverse consequences are reported.